Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing noise. Which was untreated. Reprogramming options were discussed and recommended. Additional information received indicates that this patient received an inappropriate electric due to oversensing noise. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed. At this time, this s-ICD system remains in use and no additional adverse patient events have been reported.